Event description:
The reporter indicated that a t-wave shock was used for induction. Ten pacing pulses were seen but no shock was delivered. On the ECG, a small "blip" was observed where a shock was to be delivered. The iegm (intraelectrocardiogram) showed the device delivered a shock. Tried 2x with no shock delivery. Upon inquire, the device reported "high" ohms. The programmer reported "wrong device" when trying to disable.

Manufacturer narrative:
Will be corrected in future revision.